Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device was reportedly discarded. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: feb 24, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an osteotomy procedure of the pelvis on (B)(6) 2017, a chisel broke. It was reported that as the surgeon was trying to complete one of his cuts by using the chisel to cut through the pelvis, as he twisted the chisel, it snapped. The chisel broke around the handle so that the blade was one large piece. It was reported that the broken piece was easily retrieved and the surgeon completed the procedure with an osteotome. Another chisel was readily available if needed but was not used. There was a five (5) minute delay to retrieve the broken part and no fragments remained in the patient. The patient was implanted with three (3) pelvic screws. The surgery was completed successfully and the patient was reported to be in good condition. Concomitant device: mallet (part #unknown, lot #unknown, quantity 1), osteotome (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).